Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a social media post providing information on mitraclip therapy, an individual commented the following statement: "I had my mitral valve replaced in (B)(6) 2025 at (B)(6). Had lots of other issues but now doing well ". No additional information was provided.